Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: 8015 sn: (B)(4) customer stated that he was getting this error code and wanted to know how to fix it. I explain to the customer that he needed to transfer his network configuration to this 8015. So I explain the step that he would need to take in order for him to put his configuration onto his 8015. I explain to the customer that he needed to make sure that the transfer of configuration is in his selected task. Once its in the selected task, run the program. Once finished, do a power cycle and press yes for new patient and your 8015 error code should be gone. Customer said thanks and ended the call. Case resolution: I explain to the customer that he needed to transfer his network configuration to this 8015. So I explain the step that he would need to take in order for him to put his configuration onto his 8015. I explain to the customer that he needed to make sure that the transfer of configuration is in his selected task. Once its in the selected task, run the program. Once finished, do a power cycle and press yes for new patient and your 8015 error code should be gone. Customer said thanks and ended the call. (B)(4).